Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation determined the issue was caused by the frozen magnetic beads in the reagent. The frozen magnetic beads were caused by incorrect transport/storage conditions. The customer performed qc on the new reagent pack and it was acceptable. A general product problem was excluded.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 601 module. The initial result was>3000 pg/ml. The result did not match the clinical picture for the patient. The customer noted that the reagent magnetic beads were frozen and replaced the reagent pack. The repeated result, with the new reagent pack, was 43.75pg/ml. The questionable result was not reported outside of the laboratory.